Event description:
A nurse reported that the ophthalmic electrocautery probe was unable to deliver energy normally during the vitrectomy surgery. Surgery has been completed on the same day. Surgery has been completed without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).